Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the home choice (hc) machine during fill 1 of 4, as there was leak from the transfer set. The home patient (hp) stated that the transfer set had been clamped. The fill was stopped. The technical services representative (tsr) assisted the hp end therapy in fill 1 of 4 with a fill volume = 368 ml. There was patient involvement, but no patient injury or medical intervention was reported. During a follow up with the nurse regarding the leak in the transfer set, it was revealed that the transfer set was repaired. The nurse stated he was not allowed to give any further information. No additional information was received.